Manufacturer narrative:
A complete analysis 2 opened and used enlite sensors and performed visual inspection, found both sensor needles bent inside sensor. Unable to confirm customer received sensors in said condition due to customer returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had blood glucose levels that rose to over 400mg/dl. It was also mentioned that the sensor will not release from the serter. Troubleshooting was declined. No significant event leading up to the incident was mentioned.